Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare, new battery is not recog by mrx or the charger. There was no reported patient involvement.